Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm the customer reported complaint. Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was installed and removed from the sterile adapter, with no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument was installed and removed from an in-house system with no issues. The instrument was tested multiple times and passed with no issues. There was no problem detected. Additional observation not reported by site were that the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of frayed ¿ distal instrument grip cables is attributed to a component failure. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly, likely due to the misaligned roll gear. The instrument was found to be moving in the opposite directions as the mtm inputs. The root cause of this failure is likely due to the misaligned roll gear. The instrument housing was removed and found that the roll gear was misaligned. An in-house instrument was used to compare roll gears. The root cause of this failure is attributed to manufacturing. Advanced failure analysis (afa) confirmed initial findings. The roll gear input was removed and placed back into the instrument in the correct position. The instrument was then retested on an in-house system again and passed intuitive motion. Since the instrument was used successfully in prior procedures it is unlikely that this was a manufacturing issue. It is possible that the roll gear input fell out and was placed back in the wrong position by the user. The root cause of this is attributed to user. A review of the device logs for the fenestrated bipolar forceps (part# 420205-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. No photo or video was provided by the site for review. This complaint is being reported based on the following conclusion: this instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly, likely due to the misaligned roll gear. The instrument was found to be moving in the opposite directions as the mtm inputs, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the cable of the fenestrated bipolar forceps instrument was noted to be defective. In addition, it was impossible to remove the instrument from its support. The procedure was completed without patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was related to the metallic cables. The instrument remained blocked on the arm of the robot and the cannula had to be removed with the arm. The instrument had then to be removed and the drape installed again on the arm before the surgery could be resume. The delay occurred during warm ischemia time.